Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device and delivery system (wds) were selected for use. An existing baseline effusion was noted on the pre-procedure transesophageal echocardiography (tee) and also at the start of the case via intracardiac echo (ice) catheter. When trying to find the optimal transeptal puncture (tsp) location the physician accidentally crossed through a patent foramen ovale (pfo) at a more superior/anterior position. The physician pulled back and rewired to drop down again. There were no concerns with this cross. A second tsp was completed at an inferior/posterior position. After introducing the watchman trusteer access system, the physician was unsuccessful in crossing the ice catheter across the septum. At this time, it was noted the effusion had grown. The procedure was discontinued and a pericardial tap was completed with additional units of blood given. The patient was stable and expected to make a full recovery.